Event description:
Upon receipt of add'l info provided by the physician/surgeon, the device removed was a non-mentor mfg device. Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with med device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref sectins b2,b2 h1).

Manufacturer narrative:
Note: eval of this occurrence is the responsibility of the product MFR. According to this MFR's procedures, all info concerning this event and/or the device components rec'd have been returned to the sender.